Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the implantable cardioverter defibrillator had shown non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing;the oversensing was noted on the stored electrogram. Programming changes were discussed and no intervention was performed.